Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1188t st jude lead, implanted (B)(6) 1995. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had ventricular high rates that appeared to be noise. Chronic high threshold was noted. The lead remains in use. No patient complications have been reported as a result of this event.